Event description:
Customer alleges the crossbrace broke at the weld. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9xt, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1056953 rev p (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the right crossbrace broke at the weld while he was attempting to prep the chair for delivery. This is an out of box failure. No contact with a consumer. No injury alleged. An RMA has been issued and the device is being returned to invacare for an inspection and evaluation.